Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the contact was unable to provide a cgm bg reading or meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) level ranged from below 54 mg/dl to "low" (specific value was not provided). Customer was unable to recall what was done to address low bg. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.